Event description:
It was reported the patient received the following results within 15 minutes: 173 mg/dl (system 1) 130 mg/dl (system 1), 90 mg/dl (system 1), 157 mg/dl (system 2), 111 mg/dl (system 2), 139 mg/dl (system 2), and 125 mg/dl (system 2). The same vial of strips was used for each result.